Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation when the edwards dpt is received from baxter. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the customer uses our dpt (disposable pressure transducer) in conjunction with a device from baxter, the interlink needle free cannula. A particulate was noticed in the tubing. The customer is not sure if the particulate came from our device or baxter's. No patient complications were reported.

Manufacturer narrative:
We received one single dpt with attached tubing and a non-edwards connector at the distal end of the kit for examination. The reported event of "particulate was noticed in the tubing" was not confirmed. Priming solution was visible inside of the fluid path of the dpt housing. Microscopic examination of the product did not detect any presence of contamination inside the returned kit. The kit was flushed continuously with ro water for 5 minutes and the flushed water was filtered in attempt to check for presence of particulate within the kit. Both filter paper and the returned kit were visually inspected however no particulate was found. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications.